Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the endoscopic camera manipulator (ecm) to repair the system. Intuitive surgical, inc. (Isi) received the ecm involved with this complaint and completed the device evaluation. Failure analysis was not able to replicate the reported event, but confirmed it via logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The axis 4 motor will be replaced as a precaution. The ecm3 is no trouble found.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error 23008 occurred on the endoscopic camera manipulator (ecm). The surgeon made the decision to convert the procedure to traditional open surgery with no injury reported. Intuitive surgical, inc. (Isi) followed up with the field service engineer and obtained the following additional information. The system initially powered on without issues and system functionality was checked. The customer experienced the error near the end of the procedure. Service / support was not contacted for troubleshooting at the time of the reported problem. The surgeon made the decision to convert the procedure to traditional open techniques with no patient harm.